Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high impedance. The lead was reprogrammed resolving the issue. There were no patient consequences.